Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three (3) good faith effort (gfe) attempts were made to inquire about both product return timeline and additional information related to the event. A response from the customer has not been received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified as the subject device was not returned to the olympus repair center for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head's image temporarily disappears. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.